Event description:
(B)(6) 2005 my left shoulder blade got locked up and I went to the dr ultimately finding out I had a pinched nerve at c6 with bone spurs and arthritis in that joint. After much physical therapy and an injection, the pain became more bearable. I was never able to fully recover and continue to have flare ups. I have to avoid certain activities and many types of exercise involving my upper body. In (B)(6) 2015, I started noticing my wrists, ankles, hands, and feet were sore most of the time and especially in the morning. The soreness in my hands interfered with my ability to do my job sometimes because it was more painful at times. I had to modify my exercises and stop doing some exercises altogether. This symptom has never gone away and has only gotten more prevalent and constant. Around (B)(6) 2016, I started having periodic lower back pain that prevented me from bending over and doing my job effectively. I could manage to work but only with over the counter medication for pain and anti-inflammation. Around the same time, I began noticing rashes coming and going on my torso. They were small red, itchy bumps that would go away on their own but no treatment seemed to help. Summer 2016, I started having problems with one of my front teeth that had a root canal and crown from damage sustained in an accident at age 15. Ultimately, the tooth had to be extracted and I opted for an implant. Shortly after that, the adjacent tooth began having the same issues, also had a root canal and crown from the same accident. It also had to be pulled. Then the next tooth, same story. I now have an implant bridge for both center front teeth and the tooth to the right of the center front teeth. I now think this started to happen because my immune system was on the search for other foreign objects and mistakenly identified the teeth as such. During the summer of 2017, my symptoms seemed to happen more often and my exercise routine had become mundane because I could only do very few activities without causing major flare ups with my joint pain in my wrists, hands, ankles, feet, lower back, and knees. In (B)(6) 2017, I finally decided I should see my primary care dr about my issues. Most of the labs came back negative but a couple came back positive and to a degree that caused a referral to a rheumatologist. I had an autoantibody and high inflammatory markers. The rheumatologist ordered more tests that came back negative and suggested I take ibuprofen regularly to deal with the joint pain. In (B)(6) 2018, I went to my primary care dr for an annual physical and she was not happy with me taking ibuprofen regularly. She suggested I take supplements like tumeric and glucosamine. I stopped taking ibuprofen except a few times a week when the pain is too much and started taking tumeric and glucosamine. I took the supplements for about 6 months and did not notice any significant reduction in my symptoms. In (B)(6) 2019, I started getting many more migraines than usual. Typically I might have a migraine every other month, but started getting them 4-5 times a month. I am able to successfully treat them with sumatriptan. In (B)(6) 2019, I started experiencing vertigo and have only noticed it about once a month for a few seconds at a time. I have had raynaud's phenomenon for about 25 years. When I get cold or experience a lot of stress, usually my toes will turn white and go numb. Sometimes it effects my fingers too. Ever since I got breast implants, my left breast has always been more sensitive to touch by self exam or dr exam and has spot about the size of a fifty cent piece just under the nipple. My skin is thick and highly sensitive and I have age spots showing up all over. I have had many years of problems with warts on my hands. I feel puffy all the time. Since about (B)(6) 2019, I have had muscle aches, similar to flu like symptoms. Skin cancer; positive autoantibodies. FDA safety report ID# (B)(4).